Event description:
It was reported that the patient experienced palpitations and shortness of breath. The right atrial (ra) lead and right ventricular (rv) lead exhibited defibrillation coil exhibited noise/oversensing. The physician suspected that the ra lead was interacting with the proximal end of the rv lead defibrillation coil causing noise on both electrograms (egm) and ra pacing inhibition. The ra and rv leads were explanted and replaced. During the lead extraction procedure cardiac surgery was required to rescue the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 693565 lead implant date: (B)(6) 2011, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 device codes. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.